Manufacturer narrative:
Failure analysis for fiber (B)(4).: the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the fiber appears blackened near and at the location of the heat shrink tubing open end; the heat shrink tubing open end exhibits signs of melting and abrasions, fully erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 25,000 joules of use and 5 minutes while using the surgical fiber during a prostate procedure, the fiber tip was observed to be burnt; the focusing arrow could not be seen and the tip was dangling. The fiber was replaced and the procedure completed. There was no patient injury reported.